Event description:
Failed iol removed from patient with history of chronic uveitis and secondary glaucoma post -iolinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: other. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.